Event description:
Recurrent methicillin-resistant staphylococcus aureus infection with unknown source. Device system explanted and replaced. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).